Event description:
The handle of the rollator broke and the end use fell.

Manufacturer narrative:
It was reported that while ambulating with the rollator, the handle broke and the end user fell, hitting her back. She indicated she would be seeking medical intervention. She would not provide additional information regarding the incident and would not return the sample for evaluation. A root cause has not been determined. It is not known if the handle broke causing her to fall or if she fell onto the device, causing the handle to break. We have not confirmed a serious injury resulted but in an abundance of caution, this medwatch is being filed.